Event description:
It was reported by the caller that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.